Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mom reported via phone call that they experienced a high blood glucose. The blood glucose level was 400 mg/dl and 497 mg/dl. Customer treated with insulin pump and manual injection for high blood glucose. Customer's mom also stated that the sensor had an inaccurate reading. The customer decline troubleshooting for high blood glucose. The product will not return for the analysis.